Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a contralateral femoral approach. The 100% stenosed de novo lesion was located in the popliteal artery. The 4mm x 20mm x 144cm sterling es pta balloon catheter was advanced and on the first inflation to 6 atms a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).